Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that a faradrive steerable sheath was selected for an paroxysmal atrial fibrillation procedure and during the preparation of the sheath they did not see any abnormalities, the preparation of the device was the usual one. When the sheath was placed inside the patient, every time they needed to aspirate from the flushing port there was air coming inside the sheath. The devices that had been inside the sheath prior to the observation of air bubbles were the dilator of the sheath and the exchange wire used after the transeptal. When they aspirated from the sheath after removing the dilator and guidewire, we aspirated some air bubbles. When we were inserting the farawave catheter inside the sheath and so aspirating from the sheath, we still saw a lot of air inside the sheath, both on the transparent sheath shaft but also in the flushing line and inside the aspiration syringe. No air seen inside the patient. The sheath was irrigated with a pump, the guidewire was inserted in the farawave catheter, exiting out of the tip of the catheter a little bit, 1 mm maximum. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device has been returned for analysis.

Event description:
It was reported that a faradrive steerable sheath was selected for an paroxysmal atrial fibrillation procedure and during the preparation of the sheath they did not see any abnormalities, the preparation of the device was the usual one. When the sheath was placed inside the patient, every time they needed to aspirate from the flushing port there was air coming inside the sheath. The devices that had been inside the sheath prior to the observation of air bubbles were the dilator of the sheath and the exchange wire used after the transeptal. When they aspirated from the sheath after removing the dilator and guidewire, we aspirated some air bubbles. When we were inserting the farawave catheter inside the sheath and so aspirating from the sheath, we still saw a lot of air inside the sheath, both on the transparent sheath shaft but also in the flushing line and inside the aspiration syringe. No air seen inside the patient. The sheath was irrigated with a pump, the guidewire was inserted in the farawave catheter, exiting out of the tip of the catheter a little bit, 1 mm maximum. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.